Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Investigation summary: one photo was provided. A needle assembly is shown with no plastic shield. It shows white epoxy on the needle. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it may have happened that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and it was not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. This is the 1st complaint for lot # 8361816 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: nip line assembly cannulator. Rationale: CAPA not required at this time.

Event description:
It was reported that a "white speck" was found on the bd precisionglide¿ needle before use. "Eylea" was drawn up with the filter needle without issue; however, when removed and replaced with the precisionglide¿ needle, the foreign matter was discovered on the metal below the tip once the cap was removed. The following information was provided by the initial reporter: "per reporter, the physician noted a white speck on the injection needle; thus, he did not want to administer the dose. Per reporter, the physician drew up eylea using the supplied filter needle and syringe without any issues. He then removed the filter needle and placed the injection needle. Upon removing the injection needle cap, he noted that there is a white speck on the metal part of the needle, just below the tip of the needle."